Event description:
It was reported by the affiliate that during a lap cholecystectomy procedure, the doctor complained of losing insufflation. It was identified as the trocar. After checking, the 1seal was replaced and still the problem persisted. Another 2 1seals were used, but the problem remained, so a new trocar was opened and the case continued. There were no adverse consequences to the pt.

Manufacturer narrative:
Evaluation summary: the 512sd instruments a and b were returned in good condition. A leak test was performed and no anomalies were noted.